Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020.

Event description:
It was reported that three (3) homechoice cassette leaked; further described as " liquid in the cycler cassette in the morning when removing the cassette from the door". This occurred after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.